Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the flow was not smooth at the clip site after release, which affected the flow speed. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that there were two devices reported with the alleged failure, with the same lot number, and were reported in on report by the complainant. The appropriate fields were updated to reflect the information provided. There were no changes to summary listed below. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that two devices allegedly were found to have a not smooth flow at the clip site after release, which affected the flow speed. It was further reported the devices were removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a DHR review is not available because the corporate lot number was unknown. Investigation summary: the device was returned and evaluated. Examination and functional testing of the sample were performed and a permanently deformed section was found on each of the extension legs which is consistent with deformation due to clamping, therefore the investigation is confirmed for catheter kink. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that two devices allegedly were found to have a not smooth flow at the clip site after release, which affected the flow speed. It was further reported the devices were removed. There was no reported patient injury.